Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a vessel perforation occurred. In (B)(6) 2016, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in distal left circumflex (lcx) artery extending to second oblique marginal artery(om) wih 90% stenosis and was a 20mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm synergy ii drug-eluting stent (des). Following post dilatation, the residual stenosis was 0% with timi 3 flow. Target lesion #2 was located in proximal lcx extending to distal lcx with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 x 20 mm synergy ii des with 0% residual stenosis and timi 3 flow. Target lesion #3 was located in mid right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm..target lesion #3 was treated with pre-dilatation and placement of a 2.25 x 12 mm synergy ii des with 0% residual stenosis and timi 3 flow. However, a perforation was noted post index procedure. The following day, the patient was discharged on dual antiplatelet therapy.